Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers 1121308-2024-00017 and 1121308-2024-00018. This report is for patient 3 of 3. A facility reported that three cases occurred where patients presented with loss of cerebrospinal fluid (csf) after the use of duragen and duraseal (unknown catalog#). No surgical delay has been reported.

Manufacturer narrative:
Duraseal (unknown catalog#) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed. Additionally, since no lot number was provided as part of the complaint report, the device history record (DHR) review could not be performed. Per the dfmea, potential causes of failure include: performance, application - gel delivery, and solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.